Event description:
Consumer is stating that the left caster wheel bearings are bad, and all the ball bearings came out all over the floor, she said it was about a month ago. Consumer thinks she had this chair for 2 years. Consumer is alleging that the wheels do not spin now.